Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was noted to be depleting quickly. Additionally, it was reported that the pump alerts and alarms were not audible. Reportedly, the customer received a visual notification on the screen but was unable to hear any sound from the pump. The customer's blood glucose level ranged from 125-300 mg/dl. Reportedly, the customer continued to use the pump for therapy but also has manual injections available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm issue could not be verified; however, the battery issue was verified.